Event description:
It was reported that patient presented in clinic for follow up. It was noted that right ventricular (rv) lead exhibited decreased r-waves resulting in under-sensing. Far p oversensing was noted as well. It was also noted that the lead had dislodged, and it was confirmed via x-ray. The lead was explanted and replaced with new lead. Patient condition was stable.